Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#: p4j0803); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p4h0862); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p4h0862); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot#: p4e0929); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot#: p4e0929); sigphandle, sig power sigphandle handle, (serial#: (B)(6); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#: (B)(6); sigpshell, sig power sigpshell control shell, (lot#: n4c2333ry); scda39, ultrason dissect scda39 curved jaw 39cm, (lot#: 41910165x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video gastroplasty surgery, the reload did not close completely. After stapling, there was little bleeding. The surgeon used an electric scalpel for cauterization and placement of clips were done to stop the bleeding. Another device was used to resolve the issue. It was also noted that the dissector did not coagulate or cut correctly and it was very slow. The issue resulted to extended surgical time due to the time required to perform cauterization and placement of clips to stop the bleeding.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the reload did not close completely and there was little bleeding. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.